Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to a performance decrement. Reprogramming the device was attempted but did not alleviate the problem. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).